Manufacturer narrative:
(B)(4). A test reservoir was installed but did not lock in place and the pump was unable to perform the displacement test due to broken reservoir tube lip. The insulin pump had minor scratched lcd window and a missing o-ring. There were cracks on the lcd window, case at display window corners, battery tube threads, missing o-ring, reservoir tube window and case at reservoir tube window corners.

Event description:
Customer reported via phone call that the reservoir was damaged. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer stated that the reservoir damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.